Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and completely down on a blue screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was completely down in a blue screen. The technical support specialist (tss) had called the customer, who reported trying multiple troubleshooting steps including rebooting, but the device remained on a black loading screen with remote access disabled. The tss deployed package 10000423099-01 rss bt cert package (build 2), which did not work, then deployed the ¿restart rss services¿ package. After obtaining remote dial-in permission, tss connected successfully. The customer reported the device was back up but showed critical override and disconnected icons. During the rss session, tss found the data synchronized service stopped on the station and restarted it, which cleared the icons. Tss monitored logs, database size, and drive space. The customer requested to keep the case open until the following day as a precaution, and later confirmed no further issues, after which the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.